Event description:
Information was received that reported a patient was hospitalized on (B)(6) 2011 due to an incident of diabetic ketoacidosis. Per the reporter, she had been struggling with high blood glucose and vomiting for several days. On saturday morning (B)(6) 2011, she awoke and her blood glucose measured as 27mmol. She was admitted to the hospital and treated with insulin and IV fluids. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report, has not been returned.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available, and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.